Event description:
It was reported that the patient experienced a lack of effect, perhaps worse, since the pump replacement in april. Increased spasticity and underdose symptoms occurred. Logs were checked and a dye study, rotor/roller study and x-rays were done. The catheter was replaced. At the time of this report, the patient status was ¿alive-no injury¿. The device system was used to deliver baclofen.

Manufacturer narrative:
Analysis of catheter serial # (B)(4) revealed coring/tears/cuts in the seal of the sutureless connector. This possibly caused an occlusion. It was not misaligned. Analysis of catheter serial # (B)(4) revealed that the catheter body was deformed in shape and/or abrasion. This did not affect infusion. All previously reported conclusion codes have been updated/corrected.

Manufacturer narrative:
Product ID 8578 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type accessory product ID 8709 lot# j10912r64, implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).